Manufacturer narrative:
One infusion pump was returned for evaluation. Review of the event history log found ec41622 was found, confirming the reported customer complaint. The motor was noted to be faulty and needed to be replaced. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump alarmed " delivery too slow". The pump started a system faulted pump was used for parenteral nutrition alarm and displayed the code number 41622. There were no injuries or adverse events reported.